Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the needle on the gauge would not move when the physician tried to inflate the balloon. The physician could not confirm if the balloon inflated. The balloon was removed from the patient and a second alliance syringe and cre balloon were used to complete the procedure with no complications. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the syringe was broken/split into two at the y-adaptor connection resulting in detachment of the gauge from the device. As a result of the damage to the device, a functional evaluation could not be performed. It is possible that the syringe was damaged during the removal of the device from the tray at the user facility or during transit from the user facility. The most probable root cause of this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance ii inflation syringe was used during an esophageal dilatation procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the needle on the gauge would not move when the physician tried to inflate the balloon. The physician could not confirm if the balloon inflated. The balloon was removed from the patient and a second alliance syringe and cre balloon were used to complete the procedure with no complications. The patient was reported to be fine at the conclusion of the procedure.